Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. Analysis was unable to test for battery out limit alarms due to button error alarm.

Event description:
The customer reported via phone call that the insulin pump screen froze. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.